Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). After a 0.014x175 non-bsc guide wire was advanced to the lesion, a 3.0mmx30mmx142cm nc quantum apex¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 13 atmospheres after being inflated for 30 seconds. The device was completely removed from the patient's body. The procedure was completed with 2-3 mm bsj coyote nc balloon catheter. No patient complications were reported and the patient's status was good.